Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups(uninterruptable power supply) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an uncommanded system shutdown. No pt or user injury was reported.